Event description:
An ultraflex covered ng esophageal stent was used in a stent placement for an esophageal-tracheal fistula in a fifty year-old female pt. According to the complainant. "The stent closed the fistula; [however,] the first proximal 1.5cm of the stent [did not open] completely." After two days, the stent did not expand; therefore, a second ultraflex stent "was implanted within the first stent to make it expand completely." At the conclusion of the procedure, the pt's condition was reported as "okay."

Manufacturer narrative:
The device has not been received. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.